Event description:
Pt was diagnosed with degenerative disc disease and had spinal instrumentation surgery approximately one yr ago. Pt has had multiple prior spine surgeries attempting fusion from t1 to sacrum. Pt saw their dr due to continued pain. X-rays taken showed a disassociated thoracolumbar rod. The rod had separated at the connector at the t12-l1 juncture in the thoracolumbar spine. Procedure was performed on 8/22/97 to repair pseudoarthrosis at t11-t12, shorten rods already in place, and add additional rod and replace connector.